Event description:
This case was initially received via regulatory authority (reference number: (B)(6)) on 05-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('constant bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization and intervention required), autoimmune hepatitis ("autoimmune hepatitis"), back pain ("lumbago"), myopathy ("inflammatory myopathy"), anaemia ("anaemia"), abdominal pain lower ("spams"), fatigue ("extreme tiredness"), alopecia ("hair loss"), bone pain ("bone pain") and adverse event ("a lot of medical problems since the implants were inserted"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the genital haemorrhage, autoimmune hepatitis, back pain, myopathy, anaemia, abdominal pain lower, fatigue, alopecia, bone pain and adverse event outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, adverse event, alopecia, anaemia, autoimmune hepatitis, back pain, bone pain, fatigue, genital haemorrhage and myopathy with essure. The reporter commented: she was hospitalized for surgical intervention to avoid injury or permanent disability. The essure was discarded after the surgery despite submitting a request for delivery of implants to verify that they came out whole. Essure took out in february (year not reported) and without even doing a test to verify that there were remains, it was discharged from the gynaecology department. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 05-aug-2021. The most recent information was received on 13-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('constant bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization and intervention required), autoimmune hepatitis ("autoimmune hepatitis"), back pain ("lumbago"), myopathy ("inflammatory myopathy"), anaemia ("anaemia"), abdominal pain lower ("spams"), fatigue ("extreme tiredness"), alopecia ("hair loss"), bone pain ("bone pain") and adverse reaction ("a lot of medical problems since the implants were inserted"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the genital haemorrhage, autoimmune hepatitis, back pain, myopathy, anaemia, abdominal pain lower, fatigue, alopecia, bone pain and adverse reaction outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, adverse reaction, alopecia, anaemia, autoimmune hepatitis, back pain, bone pain, fatigue, genital haemorrhage and myopathy with essure. The reporter commented: she was hospitalized for surgical intervention to avoid injury or permanent disability. The essure was discarded after the surgery despite submitting a request for delivery of implants to verify that they came out whole. Essure took out in february (year not reported) and without even doing a test to verify that there were remains, it was discharged from the gynaecology department. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.